Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) united kingdom alleging that her onetouch verio2 meter was reading inaccurately high in comparison to her feelings/normal results. She also detailed that she felt the results that she was obtaining were erratic. The complaint was classified based on the customer care advocate (cca) documentation as the patient was not available to answer follow up questions from medical surveillance (ms). The patient reported that on an unspecified date she obtained results of ¿4.1mmol/l, 4.4mmol/l, 6.3mmol/l, 6.4mmol/l, 7.3mmol/l and 4.2mmol/l¿ on the subject meter which she felt did not correlate with her feelings, as she felt she was ¿hypo¿. The patient also felt that the readings were inaccurately erratic. She claimed that the tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient detailed that she does not take any medication to control her diabetes and claimed that she continued her usual diabetes management routine in response to the alleged inaccuracy. The patient claimed that at an unknown time before the alleged occurred, she developed symptoms of ¿blurred vision, light-headedness, and feeling faint and sweaty¿ which she associated with hypoglycemia. She claimed that she also tested with a glucomen meter and obtained results of ¿1.2mmol/l and 1.4mmol/l¿, but could not specify the date and time of results. The patient described that she had suffered many similar ¿hypos¿ over an unknown time period. It is also unknown how long the patient had been obtaining allegedly inaccurate high results or if she had taken any incorrect action or had any delay in treatment based on the results. The patient reported that in response to the symptoms she self-treated with food or drink.at the time of troubleshooting, the cca noted that the meter had been set to the correct unit of measurement and that the test strips were in good condition and not expired. The patient did not have control solution to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered a low blood glucose excursion after obtaining allegedly high and erratic results on the subject meter.